Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, customer will enter carbohydrate and blood glucose data into the pump when requesting a bolus but the pump will generate a message notifying the user that the bolus cannot be delivered at that time. Contact could not recall the specific message. Reportedly, the customer then exits the bolus screen, re-enters the bolus screen, requests the same bolus, and the pump allows bolus delivery. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No adverse outcome ("other").